Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2017 a follow up showed a type 3b endoleak. The physician elected to implant an additional non-endologix device to reline the initial stents. The patient is reported to be in stable condition.